Manufacturer narrative:
Additional methods code: device not returned (4114). Investigation ¿ evaluation. A representative from (B)(6) health informed cook of an incident involving a ultrathane mac-loc locking loop biliary drainage catheter. On (B)(6) 2020 during a procedure to place a biliary drain the physician had difficult advancement and removal of the plastic dilator (flexible stiffener). The device was removed from the patient and a new device was used to successfully complete the procedure. There have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. In response to this incident, cook completed a review of the device history record (DHR). The DHR for the complaint lot records and the sub-assembly lots records relevant non-conformances. All relevant non-conformances were scrapped. A database search was completed on the complaint lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The product IFU provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not upset he product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA has been opened to address this issue and is currently undergoing investigation. Based on the information provided, no inspection of returned product, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: biliary drain. Occupation: unknown. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of a biliary drain for unknown procedure. During the procedure, the operator had difficulty "getting the device over the wire." It was noted the device "just fell apart". Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 13mar2020 indicated that the plastic stiffener would not advance into the drain due to kinking. The operator placed a wire through the stiffener to straighten it which resulted in the drain going over the wire. Then, when the physician tried to remove the stiffener, it would not come out. The stiffener "broke" and he "couldn't get a wire through it." The entire system was removed and replaced with no adverse effects to the patient.